Event description:
It was reported the patient was nauseated due to the higher drug concentration. They attempted to aspirate the catheter and advance the new drug 3 times due to inability to provide lower dosing of bridge. Per the reporter they were unable to aspirate catheter allowing to flow at the lowest rate. To the reporters knowledge the patient was receiving effective therapy. The pump was used to deliver bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The device system was delivering bupivacaine and hydromorphone. The concentration of the hydromorphone was changed from 5 mg/ml to 2.5 mg/ml and the bupivacaine was changed from 33 mg/ml to 40 mg/ml.